Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 410 mg/dl. The customer also reported receiving a no delivery alarm. The customer stated the cannula was not bent when the infusion set was removed from their body. The customer was able to lower their blood glucose to 235 mg/dl with manual injections. The customer declined to return the insulin pump for analysis.